Event description:
The field engineer reported that the cine drive was not functioning, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine drive and the cine bridge board were replaced. The sys was then found to be operating as intended.